Manufacturer narrative:
He fsr checked the instrument and found particulate build-up on the alnty I baffle wc. The fsr decontaminated the alnty I baffle wc (list number (ln) 04s62-02) which resolved the issue. A review of service history for the alinity I, serial number (B)(6) revealed no additional reports of discrepant results reported by the customer after the current complaint, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the alnty I baffle wc (ln 04s62-02) did not identify any trends. Review of tracking and trending for the alinity I did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alnty I baffle wc or the alinity I, serial number(B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely elevated alinity I total b-hcg results for one patient. The customer uses the reference range reference range: 0.0-5.0 miu/ml. The following information was provided: sid: (B)(6), initial result 26.68 miu/ml, retested 1.34 miu/ml. No impact to patient management was reported.